Event description:
A tandem mobi cartridge alarm was reported by the caller during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer initially experienced difficulty reloading the original cartridge and resuming insulin therapy. Technical support instructed the caller to administer a 9-unit bolus, which was successful, and subsequently assisted in loading a new cartridge properly. The customer was then able to resume insulin therapy successfully, resolving the issue.